Manufacturer narrative:
Post market vigilance received 1 device. The handle log was evaluated and it was determined that there was a one wire error which caused the device to be set to 0 remaining uses. A review of the device history record indicates this product was released meeting all manufacturer's quality release specifications at the time of manufacture. However, software error was identified during product analysis. The product analysis established a relationship between a device failure and the reported incident of premature end of life. A cross functional team has reviewed the risk and rate of occurrence for this failure mode and complaint mode and has determined that no corrective actions are warranted at this time to address the root cause of the one wire error. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy. The jaws of the reload locked on the patient's tissue. To correct the issue, the surgeon used the manual retraction tool to open the jaws. The knife blade was then retracted and the jaws were straightened. No patient injury or extension in surgical time. Patient status is alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.